Event description:
It was reported that an ilet device displayed a delivery motor communication alarm and malfunction, after which the user experienced hyperglycemia with a reported blood glucose high of 264 mg/dl lasting a couple of hours without use of backup therapy or ketone testing and without medical or professional intervention. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living or additional medical care. Investigation included a review of device logs and technical assessment consistent with an alarm indicating communication failure between the delivery motor and the controller. Investigation of this case revealed a device malfunction related to delivery motor communication. It was concluded that the event involved hyperglycemia associated with a device alarm and malfunction, with no clinical sequelae reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.